Event description:
Note: this report pertains to the resolution 360 clip. Two devices were used during the same procedure (resolution 360 clip and resolution 360 ultra clip). It was reported to boston scientific corporation that a resolution 360 clip and resolution 360 ultra were used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the two clips failed to release from the catheter and were pulled of the tissue. The procedure was completed with another clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imrdf code a15 captures the reportable event of failure to release. Correction: g2: report source (other). Block h11: investigation results. The returned resolution 360 clip was analyzed, and visual inspection noted the device was returned without the clip assembly with evidence of full deployment and the control wire kinked. The microscopic examination found evidence of full deployment and the control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No problems with the device were noted. The reported event of clip failure to release from catheter was unable to be confirmed. The investigation results summary did not detect any problems related to the reported issue, clip failure to release from catheter, as the device returned fully deployed. Therefore, device problem excluded was chosen as the analyzed cause code for this failure. However, during product analysis, it was found that the control wire was kinked. It is possible that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Contributing factors may include applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment may have contributed. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. Based on all additional information, the most probable root cause assigned is adverse event related to procedure. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all additional information, the most probable root cause assigned is device problem excluded.

Manufacturer narrative:
Imrdf code a15 captures the reportable event of failure to release.

Event description:
This report pertains one of two resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip and resolution 360 ultra was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the two clips failed to release from the catheter and were pulled of the tissue. The procedure was completed with another clip. There were no patient complications reported as a result of this event.